Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The device was found with the entire teflon pad missing from the clamp arm slot. Material was missing approximately 0.43¿ x 0.10¿ in size and was not returned. Failure analysis found the primary failure of the teflon pad damage to be related to the customer reported complaint. The root cause is attributed to mishandling/misuse. The device information cannot be verified through the system log review as there are no logs available for si harmonic ace inserts. Images of the harmonic ace insert related to this event were received and are pending advanced failure analysis (afa) review. A follow-up MDR will be submitted post-engineering review or if additional information is obtained. This complaint is being reported due to the following conclusion: during a da vinci-assisted liver resection surgical procedure, it was alleged that the harmonic ace insert teflon pad was fractured, and a fragment broke off and fell inside the patient. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer discovered that the harmonic ace insert tissue pad at the head end was fractured during use, and a fragment broke off and fell inside the patient. The fragment was retrieved during a subsequent procedure. The customer reported that no instrument collision was observed during the procedure. The customer replaced the harmonic ace insert with a back-up device of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the device was reportedly inspected prior to use, and no issue was noted. The device was in use for approximately 25 minutes and performed as intended up until it broke. The surgeon was dissecting tissue at the time of the event. After the device teflon pad broke off and fell inside the patient, the fragment was located and retrieved with laparoscopic instrument forceps during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. There was no resistance upon final removal of the device through the cannula. The surgical staff did not notice any other damage to the device or cannula after the event occurred. It was confirmed there was no patient harm, injury or adverse outcome. A video recording of the procedure is not available, but an image of the instrument damage was provided.